Event description:
The customer reported there was an o2 sensor failure. It was unknown how the issue was found. No patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
No details were provided regarding the evaluation and repair of the device. It was reported that the device had been repaired, but the work was not performed by philips. It could not be confirmed how the issue was resolved. Multiple good faith efforts were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.